Manufacturer narrative:
(B)(4). The customer submitted a medwatch for this event to the FDA; however, the customer was unable to provide the report number. The bags were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250ml eva tpn bags leaked near the port where the pump set attaches to the bag. This was noted while filling the bags with total parenteral nutrition (tpn) solution during a study performed by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; however 16 companion samples were received for evaluation. Visual examination and functional testing were performed with no issues found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.